Manufacturer narrative:
Beckman field service engineer (fse) evaluated the au480 clinical chemistry analyzer and identified the sample probe as defective. The fse replaced the sample probe to resolve the issue. The fse performed quality control with acceptable results. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported that one patient had low results with multiple flags on multiple chemistries including sodium (na), potassium (k), chloride (cl), carbon dioxide (co2), blood urea nitrogen (bun), creatinine (crea), calcium (calc) and albumin (alb) on their au480 clinical chemistry analyzer. The sample was repeated with higher results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided results for this patient.